Manufacturer narrative:
While troubleshooting on the phone with dario's representative, the user was instructed to open and test her bg with a new cartridge of strips. The user reported receiving a bg reading of 124 mg/dl from her dario meter, reporting that she was not sure whether this reading is in range for her. Due to the above, a replacement of dario strips and control solution were sent to the user to further investigate this issue. After the new dario strips and control solution were received, dario's representative followed up with the user. The user's dario meter was tested with control solution and a new cartridge of strips: the meter read within range for both tests. Control solution level 1 test results was 129 mg/dl (range 104-150 mg/dl) control solution level 2 test results was 219 mg/dl (range 187-270 mg/dl). While on the phone with dario's representative, the user reported that in order to double check, she went to her local lab at the hospital and received a bg reading of 83 mg/dl from the lab compared to bg reading of 140 mg/dl from her dario meter. The user reported that several days later she received a bg reading of 167 mg/dl from her dario meter, and therefore went back two days later to the hospital and received a bg reading of 87 mg/dl. The user reported receiving a bg reading of 91 mg/dl from her dario meter which she reported is close enough to the reading that she received at the hospital. At a later date a replacement of dario's meter was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available. Addition for the follow-up report: RMA investigation test results with dario's control solution concluded that the readings were within range: level 1 test results were 139 mg/dl, 143 mg/dl, 145 mg/dl, within the range of 104-150 mg/dl. Level 2 test results were 241 mg/dl, 247 mg/dl, 248 mg/dl, within the range of 187-270 mg/dl. The RMA package was received for investigation on august 4th, 2023. The meter was tested, and was reading within range. Therefore, it was determined that this complaint is not due to a meter issue. There is not enough information regarding the dario strips to investigate. No resolution is available.

Event description:
On june 28th, the user contacted dario to report a high blood glucose (bg) reading. The user reported that she received from her dario meter a high bg reading of 133 mg/dl compared to a bg reading of 79 mg/dl from the user's doctor's meter, taken fifteen minutes apart.

Event description:
On (B)(6), the user contacted dario to report a high blood glucose (bg) reading.the user reported that she received from her dario meter a high bg reading of 133 mg/dl compared to a bg reading of 79 mg/dl from the user's doctor's meter, taken fifteen minutes apart.

Manufacturer narrative:
While troubleshooting on the phone with dario's representative, the user was instructed to open and test her bg with a new cartridge of strips. The user reported receiving a bg reading of 124 mg/dl from her dario meter, reporting that she was not sure whether this reading is in range for her. Due to the above, a replacement of dario strips and control solution were sent to the user to further investigate this issue. After the new dario strips and control solution were received, dario's representative followed up with the user. The user's dario meter was tested with control solution and a new cartridge of strips: the meter read within range for both tests. Control solution level 1 test results was 129 mg/dl (range 104-150 mg/dl); control solution level 2 test results was 219 mg/dl (range 187-270 mg/dl). While on the phone with dario's representative, the user reported that in order to double check, she went to her local lab at the hospital and received a bg reading of 83 mg/dl from the lab compared to bg reading of 140 mg/dl from her dario meter. The user reported that several days later she received a bg reading of 167 mg/dl from her dario meter, and therefore went back two days later to the hospital and received a bg reading of 87 mg/dl. The user reported receiving a bg reading of 91 mg/dl from her dario meter which she reported is close enough to the reading that she received at the hospital. At a later date a replacement of dario's meter was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.